Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 45 mg/dl, at the time of incidence. Customer was treated with the food for low blood glucose level. Customer reported that the insulin pump had no damaged and reservoir was locking in place. Customer was unsure if they were using insulin pump at the time of event. Customer had been using insulin pump system within 48 hours of reported event. Customer did not alleged that the insulin pump was over delivering. The insulin pump will not be returned for analysis.